Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high, out of range defibrillation impedance. No intervention was performed. There were no patient consequences.